Event description:
The pt underwent a procedure for a permanent scs system on (B)(6) 2013. The pt reported on (B)(6) 2013 that he remained in the hospital since his permanent scs system was implanted and was discharged on (B)(6) 2013. The pt also reported that while in the hospital surgical intervention was undertaken on 2 separate occasions due to the lead migrating. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.